Event description:
The customer reported a false negative reaction in the screen assay on echo for a patient sample, known to be positive for anti-kpa. Capture-r ready screen 3 was used. The sample had been tested with diamed card; it was positive.

Manufacturer narrative:
The customer did not return product or sample for investigation testing.